Event description:
Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: updated: a1, a4, a5, b4, b5, b7, g4, g7, h1, h2, h10. Corrected: e1, e2, e3.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. G2: report source china. Reported event was unable to be confirmed due to limited information provided by the customer. The DHR was reviewed and no discrepancies were found. The root cause is unable to be determined. A summary of the investigation as requested and sent the customer. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during a hip procedure, the cup was implanted successfully. The surgeon¿s glove was punctured by the locking ring and they needed to be replaced. There was no reported issue with the products and remain implanted. Attempts have been made and no additional information is available at this time.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Foreign report source: (B)(6).

Event description:
It was reported that during an initial surgery pieces of the metal threads on the cup came loose and fell into the patient's bone cavity. Surgeon had to remove the cup and flush out the debris. Due to the removal of the cup and the additional tapping to re-implant after flushing, there was damage to the bone. Attempts have been made and no further information has been provided.